Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Information was reported by a consumer regarding their implanted system which was used to deliver an unknown drug. The indication for use is non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 it was reported that the pump was not releasing medication. It was also noted that the patient had taken the batteries out of their device and now it isn't working, when the button is pushed the screen says "mdt 8835." Further follow up was done to determine drug information, if the patient had any symptoms as a result, the cause of the event, and if any troubleshooting was done.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was reported by the consumer. The pump was used to deliver fentanyl (1500 mcg/ml at 378.9 mcg/day) and clonidine (100 mcg/ml at 25.26 mcg/day). The consumer first started experiencing the pump not releasing medication on (B)(6) 2015. It was reported that after changing the batteries it stopped working. The patient was unable to get boluses which resulted in less control of pain medication. It was noted that the pump and personal therapy manager (ptm) issue was resolved with new batteries. The batteries that were put in were not good and the patient did not know that. The patient thought the batteries "must have been old." The steps that were taken to resolve the issue was to call the device manufacturer, and they were told they could go to the emergency room. However, the patient had been to the emergency room (ER) several times and everyone is afraid to help them because of the medication in their pump. No matter what they go in for they usually have to suffer it out so they no longer go to the ER. Additional information was reported by the consumer on (B)(6) 2016 and. It was reported that the patient experienced more pain as a result of the event and that the issue resolved at their doctor's office on monday ((B)(6) 2015). The consumer called the device manufacturer after hours and wished they had been prompted to try changing the batteries again. The patient is tired of not getting the help that they need and would have the pump taken out if there was another option that would work for the patient that doctors understood. Additional information was reported by the consumer on (B)(6) 2016. The splash screen was resolved when the healthcare professional (hcp) called technical services and the batteries in the ptm were changed.